Event description:
It was reported by a patient that he is wearing an "adult diaper" and is ¿contemplating incontinence for the remainder of my life¿. He has questions and recommendations regarding 'overactive bladder" and the greenlight procedure.